Event description:
It was reported the customer had a button error alarm. The customer's blood glucose was 184 mg/dl. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad trace. No button error alarm. The insulin pump received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.